Manufacturer narrative:
Additional information was received on 02-apr-2025. Patient fully recovered; however, required extended hospitalization for open heart surgery to fix repair in the operating room (or). The perforation was located septal in the ventricles. The physician's opinion on the cause of the adverse event was unknown, but possibly mapping with the decanav in the ventricle or patient condition. However, the event was noted at the end of the procedure when catheters were being removed. The procedural act was reported to be therapeutic. No steam pop was noted. No transseptal puncture performed. Therefore, updated the following: -h6. Health effect - clinical code from ¿cardiac tamponade (e0605)¿ to ¿cardiac perforation (e0604)¿. -h6. Health effect - impact code added ¿hospitalization or prolonged hospitalization (f08)¿. - checked b2. Is hospitalization initial/prolonged the device evaluation details: it was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf and the patient experienced a cardiac perforation that required pericardiocentesis and surgical intervention. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-mar-2025 observed a separation between the pebax and the second electrode; also, reddish material was observed. The bwi product analysis lab became aware of a separation between the pebax and the second electrode on (B)(6) 2025 and have also assessed this returned condition as reportable. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and screening test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between the pebax and the second electrode; also, reddish material was observed. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The pebax damage was not related to the reported event and the root cause was related to manufacturing process. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the, biosense webster inc. Analysis finding of ¿a separation between the pebax and the second electrode; also, reddish material¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. At the end of the procedure, a pericardial effusion was discovered. The left and right ventricles were mapped and ablated during the procedure. The effusion was discovered on intracardiac echo and confirmed on xray. The type of injury was a cardiac tamponade and a pericardiocentesis was performed in which 2000 ml of blood was removed and delivered back to the patient. After the pericardiocentesis, the patient was transferred to the operating room (or). The patient was stable in the or. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.